Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that low audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test were performed and passed. Functional tests were performed and the audio test failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to an assembly error; it was noted the speaker installed tilted. Pictures were taken. The speaker and vibrator resistances were measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be an assembly error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.